Event description:
A report was received that the pt is having difficulty charging the ipg. The physician recommended a pocket revision. During the revision the physician replaced the pt's ipg. The pt is reportedly doing well following the revision surgery.